Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Initial reporter address sia trecho 5 - area especial, 57 bloco d - 1 and ar 1000101539. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that with use of an unspecified bd catheter, foreign matter was found with ¿residue in the extension." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: investigation comment: as photos or samples are not available for analysis of this complaint and the fact that the batch number reported is not a bd product batch, it was not possible to confirm this complaint. DHR review: it was not possible to perform a device history record analysis, because the product and catalog were not informed in the complaint, since the batch informed "009520093" in the claimed is not a batch of bd product. Qn/ ncmr review: it was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Based solely on the information contained in this complaint, the root cause for this claim has not been determined, since this complaint was not be confirmed. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.